Event description:
Material #305060. Lot #4289713. It was reported that the bd syringe 3ml ll w/ndl 18x1-1/2 blunt fill stopper separated from the plunger. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. We are experiencing an issue with product code 305060 (18ga blunt fill needle with 3ml syringe). The rubber stopper is coming off inside the syringe. So far, we have identified one lot # with the problem. It is lot # 4289713. We are pulling all stock with that lot #. Please respond regarding this issue and next steps. Additional information provided: the date was (B)(6)2025. The address is the same as in my signature below. No specific example/pic. I have 12 boxes that we have pulled out of circulation. No adverse effect.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: conventional syringe - 0.5-10ml. Device failure: stopper separation.

Event description:
No additional information.